Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was misalignment of stent struts to a number of the distal stent wraps. There was deformation to the distal tip. There were kinks visible along the hypotube. Com: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and severely tortuous rca lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated using a non-mdt balloon. The resolute integrity was been used with a guideliner. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used during delivery. It was reported that the device failed to cross the target lesion. The physician removed the guideliner and using 2 non-mdt guidewires the physician attempted to deliver the stent again but was unsuccessful. The physician attempted to advance the stent again using the guideliner but the resolute stent could not be inserted into the guideliner. It was reported that the physician noted that the stent was frayed. The physician replaced the stent with a non-mdt stent and completed the physician successfully. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.